Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR submission is to include the additional event information received on 13-mar-2023. [Additional information]: on 13-mar-2023, the initial reporter name and phone number were received. E.1: initial reporter phone: (B)(4). Updated sections: b.4, e.1, e.3, g.3, g.6, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is correct a statement in section h.10: additional manufacturer narrative. The lot number is available. A manufacturing documentation review associated with the lot 21j113av was performed and documented in the 3500a initial report was submitted to the FDA on 22-feb-2023. This medwatch supplemental report contains the correction to the conclusion that was reported in the 3500am initial report. [Corrected conclusion]: with the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. Updated section: b.4, g.3, g.6, h.2, h.10, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. The lot number was incorrectly documented as not available in the 3500a medwatch initial report.

Manufacturer narrative:
Manufacturer¿s ref no: (B)(4). [Conclusion]: the healthcare professional reported that on (B)(6) 2023, the patient underwent a thrombectomy procedure. A 5mm x 22mm embotrap iii revascularization device (et309522 / 21j113av) was used to remove the thrombus. The site of the occlusion is not known at the time of the complaint initiation. A continuous flush was maintained during the procedure. There was post-procedure bleeding reported. Limited information including additional treatment and concomitant devices were not available at the time of the complaint initiation. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (21j113av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Intracranial hemorrhage is a known complication associated with the use of the embotrap iii device and is mentioned in the instructions for use (IFU) as such. Clinical and procedural factors, including vessel characteristics, device selection, device interaction, and operator technique, may have contributed rather than the design or manufacture of the device. Given the scarce information provided, the relationship of the embotrap iii and the bleeding cannot be ruled out. Although there was no reported device performance issue/ malfunction, this event will be conservatively reported to the FDA with the classification of ¿serious injury.¿ presently there is no mention that a prolonged hospitalization was needed. The file will be re-reviewed if additional information is received at a later date. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. The lot number of the device is not known; therefore, manufacturing documentation review not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that on (B)(6) 2023, the patient underwent a thrombectomy procedure. A 5mm x 22mm embotrap iii revascularization device (et309522 / 21j113av) was used to remove the thrombus. The site of the occlusion is not known at the time of the complaint initiation. A continuous flush was maintained during the procedure. There was post-procedure bleeding reported. Limited information including additional treatment and concomitant devices were not available at the time of the complaint initiation.